Event description:
It was reported the epg (external pulse generator) will not stay powered on. During a test performed by the biomedical engineer, the epg shut off within 60 seconds of being powered on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment and the board was found to corroded. Analysis also found that the upper/lower cases were broken and contaminated. The side bail covers, ring cover, and battery drawer were broken. The battery release, heart block, and display were contaminated. The lead flex cover, battery contact, battery flex, and heart lead flex were corroded. The side bails and ring cover were missing.